Event description:
A prolieve thermodilatation rectal temperature monitor (rtm) was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, approximately seven-minutes into the procedure, the physician noted the temperature readings were too low. The physician used another prolieve thermodilatation rectal temperature monitor (rtm) to complete the procedure. No pt complications were reported as a result of this event. The pt's condition was reported as "fine."

Manufacturer narrative:
The device has been received, bt an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.